Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. The customer's blood glucose level was not impacted. Customer declined to go through the fill tubing process, or load a new cartridge.